Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of internal corrosion resulting from damage to the fluid path/cannula. Damage to the fluid path will reduce the anticipated amount of insulin delivered to the customer and may cause corrosion. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 400mg/dl while wearing the pod on her leg for between 4 and 24 hours. Treatment included giving herself more insulin, but she could not get her levels to go down so she removed/changed the pod. The device was returned for evaluation.